Event description:
It was reported that during an original ams 800 artificial urinary sphincter implant surgery, the pressure regulating balloon was compromised during surgery. Another balloon was use to complete the surgery. No patient complications were reported.

Event description:
It was reported that during an original ams 800 artificial urinary sphincter implant surgery, the pressure regulating balloon was compromised during surgery. Another balloon was use to complete the surgery. No patient complications were reported. Additional information received indicated the balloon was implanted, but then it was noticed that it was not filling up as expected. It was noted that it had a hole in it, so the physician used another balloon.

Manufacturer narrative:
The complaint component was returned and analyzed. The reported allegation of fluid loss due to sharp instrument damage was confirmed via product analysis of the balloon. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that during an original ams 800 artificial urinary sphincter implant surgery, the pressure regulating balloon was compromised during surgery. Another balloon was use to complete the surgery. No patient complications were reported. Additional information received indicated the balloon was implanted, but then it was noticed that it was not filling up as expected. It was noted that it had a hole in it, so the physician used another balloon.